Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty noted during removal of the lock line which has the potential to lead to a portion of the lock line being left in the patient anatomy and/or the need for intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve leaflets. While the lock line was retracted 1-2cm, the physician noticed some thickening of the material at one end of lock line. This was not a knot. The other end was retracted, and the line moved freely. The clip was successfully implanted, and the mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported irregular appearance on the lock line was confirmed via returned device analysis, and was attributed to an observed knot. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, additional information was received:there was no resistance during the attempt to remove the lock line. The physician noted the thickness and did not pull on that end of the line. No additional information was provided.